Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with driveline disconnect alarms which did not show up in the history.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. No driveline disconnects were captured throughout the log file. Multiple backup battery faults and yellow wrench advisories were captured towards the end of the log file. The account communicated that the patient reported driveline disconnect alarms and backup battery faults. According to the account, the driveline disconnect alarms were not confirmed and the backup battery faults resolved with controller exchange. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 10feb2014. The heartmate ii instructions for use and heartmate ii patient handbook are currently available. Section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.